Manufacturer narrative:
At analysis the stated reason for return of "does not regulate stimulation" was not able to be confirmed. At incoming testing start-up it failed its self-test but then replacing the battery with a new/fresh one resolved the start-up issue. It passed its remaining testing and there was no disruption in its expected performance. The secure mechanism of its atrial and ventricular channel was checked and there were no observations. The device was calibrated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator did not regulate stimulation. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.